Event description:
Perfusionist reported that a kinked line alarm activated on an iabp pump at insertion, the catheter was removed after 6 hrs and returned to the MFR for eval. The balloon was not replaced it was also reported that no blood was observed in the tubing. The incident required no medical intervention and the pt is stable w/arrhythmia.